Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the health care provider (hcp) increased the customer's insulin levels which resulted in a low blood glucose (bg) level of 47 mg/dl. Reportedly, the basal rate and correction factor settings needed adjustment. Juice and cupcakes were consumed to treat the low bg level. Tandem technical support assisted the customer with adjusting the desired pump settings.